Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was walking down the street with her sister. She became dizzy, nauseous and had blurred vision. They went to the nearest emergency room. A nurse checked the patient's bg and it was 43 mg/dl while the cgm was 88 mg/dl. The patient was advised to rest in the ER and was treated with IV fluids. After three hours, the patient was discharged. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).